Manufacturer narrative:
This is one of two products involved with the reported event. The medical device reporting reference number for the other event is 3004939290-2020-01760. As reported, the doctor commented that the 6f/7f mynxgrip vascular closure device (vcd) ¿felt sticky¿ and was more difficult to deploy than normal. The device failure resulted in a hematoma. The physician was a very experienced mynx user. The product was not returned for analysis. A product history record (phr) review of lot f2004501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ and ¿hematoma¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural factors, such as wrong angle deployment, may have contributed to the reported event. Hematomas are a known complication of this procedure and listed in the instructions for user (IFU) as such. It is possible that patient factors, pharmacological factors or procedural factors may have contributed to the reported event. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it also instructs users to align the balloon catheter with the tissue tract during device deployment step. Failure to align the balloon catheter with the tissue tract may have caused the advancer tube to pinch in the catheter polyimide shaft during the procedure, resulting in the balloon taper/proximal tip being scrapped off from the device polyimide shaft, punched up against the advancer tube distal end and obstructed the device path during the device removal step. Neither the phr review, nor the information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the doctor commented that the 6f/7f mynx grip vascular closure device (vcd) ¿felt sticky¿ and was more difficult to deploy than normal. Device failure resulted in a hematoma. The physician was a very experienced mynx user. The mynx device will not be returned for evaluation.